Event description:
Caller reported blood glucose results of 442 mg/dl, 219 mg/dl, 177 mg/dl, 339 mg/dl, 148 mg/dl, and 109 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.